Event description:
It was reported by service report that the gas cylinder was leaking onto the floor at the foot end section and would not hold under weight. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Foot section.